Event description:
I had a complete right hip replacement (B)(6) 2008 because of an injury I had while in grammar school playing ball. After my surgery I continued to have pains in the leg to which I would go to my dr. They would do x-rays and put me on some inflammation meds. This continued until (B)(6) (2011). I went back to the dr in which they x-rayed and did come to any conclusions. The drs. Office called me and had me to have a full body x-ray in which they said the implant was loose. This is when I found the implant was a full metal to metal made by johnson & johnson depuy pinnacle which is for all purposes the same as the one recalled earlier. I had gotten to the point of not being able to walk without crutches. The implant was totally loose and pounding down to knee.